Manufacturer narrative:
Additional information was added to h4, h6 and h11. H4: the lot was manufactured november 13-15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on 25 november 2024 and 27 november 2024. E1: initial reporter phone no.: (B)(6). (Additional number) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume folfusors underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The antibiotics did not fully infuse and an egg-sized balloon remained. The device contained 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.